Event description:
It was reported that the pt, implanted in 1999, reported fluctuating access to sound with the device. The audio processor was changed twice, but the pt still experienced the same problem when she moved her head. Reportedly, in situ measurement results were indicative of a functional device. Re-implantation is scheduled for (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.